Event description:
The clinic reported that the phaco system shut down during a phacoemulsification procedure on an animal eye and was not restarted. The phaco system is used at a clinical training facility and is used for training on animal eyes. The clinic reported having previous issues with this system intermittently shutting down and the power recycling. There was no pt involvement with this event.

Manufacturer narrative:
An amo authorized field service engineer inspected the phaco machine at the customer location and determined the event was due to the power supply. The power supply was replaced and the equipment was placed back into service. A review of service history records reveals that previous issues of the machine recycling power or intermittently shutting down were not reported to amo. In addition no reports of pt injuries were reported on any of the earlier service requests for this equipment. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.